Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of kink along the stylet is confirmed, but the root cause could not be determined. Two photographs of a groshong catheter with its inlaid stylet was returned for evaluation. An initial visual observation of the first photograph showed the catheter and stylet being attempted to insert into a microintroducer sheath. Blood use residues were observed throughout the sample. It was observed that the stylet inside the groshong catheter was kinked. The second returned photograph showed a groshong catheter laying on a table. A kink in the catheter was observed towards the distal end of the device. Because a kink was observed along the stylet in the photograph, the complaint is confirmed. However, because the kit was opened the cause of the failure could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the front end of the catheter support guide wire is bent. No other information was provided. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported the front end of the catheter support guide wire is bent. No other information was provided. It was reported this occurred with two devices. This report addresses the first device.